Event description:
Used product for one hour then felt my skin burning. I took it off and noticed it was very red and burned all day yesterday. Today I have a huge burn like a grease burn that's about to blister.